Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have localized melting near the grip base. The instrument was placed and driven on an in-house system and passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
It was reported that the maryland bipolar forceps had melted tip. Upon visualization, the jaw of the forceps was slightly exposed and white portion of instrument surrounding the jaw was discolored in brown and black. There was no reported injury.